Event description:
It was reported that the echo technician felt a shock while performing the echocardiogram on a patient. The technician stated she felt the shock go up her arm and felt tingling for one to two days. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.